Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 20ml ll tip conv pak leaked it was reported by customer that batching syringes leaking drug at the plunger area of the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Member: (B)(6) vendor: (B)(4) product: syringe, IV, sterile, 20 ml, luer lock, pharmacy bulk tray province: (B)(6) lot number: 5195506 expiry: 2030-04 -30 additional lot number: 5129980 problem description: bd 20 ml syringe luer-lok. Bulk sterile convenience pak (10 syringes). Batching syringes leaking drug at the plunger area of the syringeadditional information: can you please provide an exact date of event in format dd-mmm-yyyy? - 12-01-2026 & 14-01-2026 what was the impact to the patient? - to my knowledge issue was found prior to reaching patient what was the medication/fluid in use at the time of the event? - cefazolin 2g any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? - please see attached pictures.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photo and 5 physical samples submitted for evaluation. The reported issue of leakage past stopper was not confirmed upon inspection of the samples. Analysis of the sample showed that no defect or imperfections were observed to the syringe barrel or syringe rubber stopper. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Please refer to IFU for proper handling and storage recommendations. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.